Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose. Customer reported that blood glucose went from 427 mg/dl and treated with sugar and candy and then blood glucose dropped to 60 mg/dl. Customer was hospitalized on (B)(6) 2015 with blood glucose of 185 mg/dl. Troubleshooting was performed for high blood glucose and it was found that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding high blood glucose.